Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported an unresponsive touch screen display on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: the customer originally had scheduled a field service visit but then canceled it. The customer returned the suspected faulty user interface module (uim) to the vyaire failure analysis lab who evaluated it. The issue reported by the customer was not able to be duplicated. This unit is no longer carried by the service dept. And the unit will be scrapped. The customer purchased a new user interface module.